Manufacturer narrative:
Continuation of d10: 419378. Lead implanted: (B)(6) 2003; 5076-45 lead implanted: (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alert for high undefined impedance on both the right ventricular (rv) coil and the superior vena cava (svc) coil. There was also a spike in the rv coil impedance and non-physiologic signals on rvc-svc were observed on the current  electrograms (egm). The rv lead remains in use. No intervention is scheduled at this time. No patient complications have been reported as a result of this event. It was further reported that a lead revision was performed. A hemothorax was observed as a complication from the lead revision. It was further reported that the rv lead was capped and remains in the patient. A new rv lead was implanted.

Manufacturer narrative:
Correction: h6 eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.